Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.